Event description:
It was reported that the caller did not initially see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The caller completed the necessary steps to remove air from the cartridge and was advised by technical support to use room temperature insulin. Cts educated caller to use room temperature insulin when filling the cartridge. They were also instructed to fill the tubing until a total of 30 units of insulin was reached. The issue was resolved with the assistance of technical support, who helped the caller complete the loading process and resume insulin delivery.